Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who received unknown baclofen (2000.0mcg/ml, 630.6mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. It was reported a motor stall was seen upon interrogation during a (B)(6) 2018 pump refill (low reservoir alarm occurred on (B)(6) 2018 at 22:01; reservoir volume was 2.6ml, low reservoir alarm volume was set at 3.0ml). Every time the pump was interrogated by the clinician programmer it "showed alarm." The pump was critically alarming. The patient presented to the emergency room and was given oral baclofen. The provided pump session report from (B)(6) 2018 indicated a motor stall occurred on (B)(6) 2018 at 18:27 with recovery on (B)(6) 2018 at 00:12. Another motor stall occurred on (B)(6) 2018 at 01:48 with a stopped pump period may exceed tube set message on (B)(6) 2018 at 01:48. There was no recorded motor stall recovery. The patient experienced a return of spasticity in legs on (B)(6) 2018 (also reported as increased spasticity). The intervention of increasing the medical dose of baclofen was reported. It was unknown if the event lead to or extended patient hospitalization. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known sources or electromagnetic interference (emi). The patient denied having an MRI. The troubleshooting included updating the pump "a couple times on (B)(6) 2018. Following the refill (date not reported), the pump was reportedly programmed to minimum rate. The provided session date report following refill from (B)(6) 2018 indicated the estimated low reservoir alarm date was (B)(6) 2018. The issue was considered to be ongoing. The status of the patient was stated to be alive and with no injury. It was noted the elective replacement indicator (eri) was 18 months. The pump explant was planned, but no date was reported. As of (B)(6) 2018, no further actions were taken. The pump would be returned when explanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated pump explant would be performed and no further action was required. As of (B)(6) 2018, no explant date had been scheduled. The event did not require patient hospitalization, only an emergency room visit. No further information was provided.